Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the impella cp optical had low flows issues. There was a possible clot ingestion although the patient was anticoagulated prior to insertion. The impella was replaced successfully with a new pump. The survival outcome at explant noted the patient expired. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation for the reported low flow issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The total case runtime was 9 minutes with a reported low flow and a placement signal low alarm. Data logs show the low flow from the beginning of the case. All the 5s parameters were reported to be within specification. The doctor utilized the second pump and experienced the same issue with low flow while running on p-level above p2 and placement signal low alarm with healthy 5s parameters. The cause of the low flow issue was most likely patient condition related. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The pump was not returned for investigation. The total case runtime was 9 minutes with a reported low flow and a placement signal low alarm. Data logs show the low flow from the beginning of the case. All the 5s parameters were reported to be within specification. The doctor utilized the second pump and experienced the same issue with low flow while running on p-level above p2 and placement signal low alarm with healthy 5s parameters. The cause of the low flow issue was most likely patient condition related. The cause of the optical signal issue was most likely patient condition related. H6: added optical signal issue as part of a retrospective review of optical signal issues in accordance with FDA recommendation.

Event description:
Us complainant reported the impella cp optical had low flows issues. Placement signal low. There was a possible clot ingestion although patient was anticoagulated prior to insertion. The impella was replaced with a new pump and it was successful. The patient expired and it is uncertain if this was due to the impella.